Event description:
The manufacturer received information alleging that a "ventilator service required" error code occurred and that the power button failed to respond properly. This was found in the sales off before delivery. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's evaluation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported received information alleging that a "ventilator service required" error code occurred and that the power button failed to respond properly. This was found in the sales off before delivery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blender board and interface board need to be replaced to address the issue. During the evaluation, it was observed that all buttons did not respond even pressing them strongly during an operational check, so the front panel/kye pad led pca needs to be replaced. This device will be discarded without repair due to early lease-up.